Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
It was reported the pt developed an infection of his spinal hardware. The spinal hardware, pump, and catheter were removed. The spinal hardware was determined to be the primary site of the infection as there was no growth from the pump and not a significant bacterial growth from the catheter. The pt was treated with oral baclofen, IV valium, and "phyzanidine" for baclofen withdrawal symptoms of spasticity and rebound spasticity. The pt was discharged home with IV antibiotics and oral valium and baclofen. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.